Event description:
A report was received stating, during patient use, a ventilator generated a cable alarm error. The patient was reported to be removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all calibrations, extended self-test (est), short self-test (sst) and performance verification testing (pvt); the device was then found to operate within manufacturing specifications.